Event description:
It was reported by service report that the cot is not locking position. The height adjustment rack slipped out of position with pt on the cot. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Height adjustment rack.